Event description:
It was reported that the patient's device showed high impedance and output current is low as per interrogation. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
B5. Describe event and d6b. If explanted, give date (mo/day/yr); corrected information; initial MDR inadvertently omitted information received prior to submission

Event description:
The patient had a full replacement. The explanted devices have not been received for analysis to date.